Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6) 2016 ventricular tachycardia non-sustained (vtns) episodes and ventricular fibrillation (vf) episodes were detected with inappropriate shocks due to lead noise oversensing. Sic had 3017 lifetime counts. Analysis of the device memory indicated the right ventricular lead integrity alert had been triggered. The rv lead warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days, vtns with evidence of lead noise oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016 rv pacing impedance and rv tip coil spiked to 4047 ohms.

Event description:
It was reported that the patient's right ventricular (rv) lead was suspected to have fractured. The lead exhibited unstable thresholds, high impedance, oversensing, noise, and increased sensing integrity counter (sic). The lead also delivered six inappropriate shocks to the patient. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.